Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found: the lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. There was a breach of the lead's outer insulation layer, located next to the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.